Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm sjm regent heart valve with flex cuff was chosen for implant. The valve was implanted. At the time of rotation, the holder handle was fully inserted into the orifice at a 90 degree angle. There was some resistance felt when rotating, and the valve was in the closed position when being rotated. One leaflet dislodged as one piece and fell into the left ventricle. The intact leaflet was recovered from the patient. The valve was explanted and replaced with a 21mm sjm regent heart valve with flex cuff. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Manufacturer narrative:
An event of dislodgement of leaflets upon rotating the valve during procedure was reported. The dislodged leaflet was removed from the patient, and the valve was explanted. The valve was returned for investigation to abbott with a dislodged leaflet and an intact leaflet. The cuff remained intact and was able to rotate freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.